Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory patient notification alert for device backup vvi mode. Device was reprogrammed back to the normal settings. Patient was stable and will continue to be monitored.